Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Event description:
It was reported that the insulin pump was not counting the units being primed during the manual prime. It was also reported that the insulin pump had alarmed. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.